Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. Examination of returned device found no evidence of non-conformance. During the evaluation, a brown residue was noted on the intersection between the taper adapter and femoral stem and the two devices could not be detached from one another. A conclusive root cause could not be determined. This report is 2 of 3 mdrs filed for the same event (reference 3002806535-2015-04165, 2016-00303, 2016-00304).

Event description:
Patient was revised approximately 6 years post-implantation due to an unknown reason.